Manufacturer narrative:
The reported events were not confirmed. As received, a complete lead was returned in one piece with helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient was asymptomatic. It was noted that poor capture thresholds and oversensing was observed on the right ventricular (rv) lead. The rv lead was difficult to maneuver during repositioning. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: section b1 &b2 (adverse event & required intervention) should have been selected. Correction: section h1 should have been "serious injury" instead of "malfunction ".